Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents successfully deployed at rca. Approximately 21 months post index procedure the patient underwent a non-target vessel revascularization and had two resolute integrity drug-eluting stents implanted in the lad. Approximately 24 months post index procedure, the patient presented with slurred speech which was assessed as possibly a stroke. Patient is being treated with physical therapy. Investigator indicated that the event had no relationship to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cerebrovascular accident).